Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in airway from device, particles in tubing/chamber & device will not turn on or functioning. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously marked in section b.2 as "hospitalization (initial or prolonged)" after review, it was determined no hospitalization (initial or prolonged) was reported ,this was incorrectly marked in section b.2. The report should have been sent for product problem only so b2 is unmarked.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the device was not turned on/device was not functioning, particles in airway from device, particles in tubing/chamber and other thermal issue related to a CPAP device. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer noted the presence of an unidentified dust-like contamination on the inlet of the blower box, the blower itself, the blower seal, and both the front and rear panels. Additionally, evidence of liquid ingress was detected under the blower, inside the blower box, and on both sides of the blower. A keratin-like substance was also observed at the blower box outlet and on the blower seal. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power supply and power cord to the device and verified airflow and confirmed that the device powers on provides therapy. The manufacturer concludes there was no evidence of sound abatement foam degradation and device break down was not observed. The manufacturer observed only a dust like contamination and in the device. Sections d8, d9, h2, h3, h6 has been updated in this report.